Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of over 400 mg/dl and the other blood glucose level were 200 mg/dl, 250 mg/dl and 360 mg/dl at the time of incident. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with insulin pump for high blood glucose level. Customer reported that they had contacted their health care professional. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer did not allege insulin pump was under delivering. Customer stated that the drives support cap was normal. The device will not be returned for analysis.